Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was implanted successfully. Approximately one month post implant, it was noted this lead had dislodged and was located in the pericardium and had perforated the right ventricle. A revision procedure was performed. This lead was removed, replaced and discarded by the facility. Post replacement measurements were acceptable. No adverse patient effects were reported.